Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. A boroscope was used to examine the instrument channels of the scope and found foreign materials at approximately 200 mm from the distal end. A huge burnt mark was observed at 37 mm mark on the insertion tube. Scratches were also noted at 15 mm from the distal end. Additionally, the olympus brush (bw-20t) was introduced from both the biopsy port and control body without any restrictions through the distal end. A biopsy forceps (fb-24u) instrument forceps was introduced in both side of the suction channel from scope connector, and body control, and there were no restrictions or obstructions noted. The instruction manual instructs user to visually check for debris on the shaft and/or the bristles of the brush head. If there is debris on the brush, immerse the brush in the water and clean the brush until no debris is observed on the brush. Inspect whether there is debris on the bristles when the brush emerges from the distal end. Clean the bristles in the detergent solution using your gloved fingertips to remove any debris."

Event description:
Olympus was informed that during a diagnostic colonoscopy procedure, an unidentified foreign material fell into the patient's colon. It was reported that the foreign material was not retrieved as the physician expects the patient to pass it naturally. There were no issues with bleeding. The intended procedure was completed with the same device. There was no patient injury reported. Additionally, the user facility reported that this device was manually cleaned and reprocessed utilizing a custom ultrasonic (aer). The device was inspected prior to the procedure with no anomalies found. The device has been placed back in service. No further information was provided.